Manufacturer narrative:
A case of a paddle lead being cut during surgery was reported to abbott. The lead was subsequently replaced. The device history record of the unused lead was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted. Based on the information received, the device was in conformance at shipment and the issue encountered was not determined to be product related.

Manufacturer narrative:
Patient weight added.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's lead was cut inadvertently during an unrelated surgical procedure. As a result, the patient's lead was replaced.